Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm during the pulling process from delivery device, the seal wasn't placed at aorta and anchor fell out. A replacement used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. The delivery device and the seal with tension spring assembly were returned. The blue slide lock was dis-engaged and the white plunger was depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. There was blood on the seal. No delamination or crack was observed on the seal. The tension spring assembly with the tether was intact. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based on the evaluation of the returned device, there were no conformities observed. There was no malfunction with the device.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm during the pulling process from delivery device, the seal wasn't placed at aorta and anchor fell out. A replacement used to complete the procedure. The hospital did not report any patient effects.